Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure performed on unknown date three years ago. Nine months after the stereotactic body radiation therapy (sbrt) the patient developed a fistula and an ulcer. The patient had to received hyperbaric treatment to address the problem. The patient's condition was reported as unknown.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e2339 captures the reportable event of ulcer.